Manufacturer narrative:
During a site observation visit, during the observation, the ess (endoscopy support specialist) noticed that the customer waited until the end of the case to perform cleaning on both scopes. It was also noted that the customer also used transport bags during transport and when they transported them they carried the bags by the handles. The ess informed the customer that pre-cleaning needs to take place immediately after the scope is removed from the patient. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, it was determined that during a facility site observation visit, the ess (endoscopy support specialist) determined that the user facility was found waiting until the end of the colon/ egd esophagogastroduodenoscopy procedure to perform cleaning on both scopes. There was no patient harm or injury reported due to the event. There was no patient infection associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on endoscopy support specialist (ess) inservice facility site visit. The following sections were updated. During inservice visit the endoscopy support specialist (ess) observed that the facility scope was not properly placed/coiled in the tray when the speech department opened the tray to set up the scope prior to the case. Customer did not have any accessories to transport. Also the customer did not perform precleaning after the case. Customer was rough with the scope when handling it in the sink by not properly handling it and letting it hit in the metal sink. Brushing or flushing was not observed as the customer did not have channels, customer uses acusing for flushing. The endoscopy support specialist (ess) provided the reprocessing in-service to the facility staff. This included the proper care/handling during removal and transport to procedure room. Precleaning of the scopes. The ess explained the importance of each which was acknowledged by staff in attendance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the user facility did not train reprocessing staff sufficiently on device handling and reprocessing in accordance with IFU (instruction for use). As stated on the IFU (instruction for use) the user manual states: IFU (reprocessing manual) 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU (reprocessing manual) 5.3 precleaning the endoscope and accessories. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Olympus will continue to monitor complaints for this device.